Event description:
Procedure type: laparoscopic gynecological. According to the reporter: the expandable balloon burst inside the pt during operation. No obvious harm was caused to the pt, however a small piece of the balloon was missing during inspection. The plastic piece might have been left in the pt. No tissue damage occurred. No surgical intervention was required. A new port was used to complete the procedure. No bleeding occurred. The handle was not squeezed as far as it can go. Less than 30 cc air was used to fill the balloon.

Manufacturer narrative:
(B)(4).